Manufacturer narrative:
Based on the information received, there is no way to determine whether the bard/davol phasix mesh (device #2) may have caused or contributed to the problems experienced due to the patient's complex medical/surgical history. No conclusions can be made. This emdr represents the bard/davol phasix mesh (device #2). An additional emdr was submitted to represent the bard/davol composix kugel hernia patch (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
Information reported via patient's attorney and medical records: (B)(6) 2004: the patient underwent an unspecified abd procedure with implant of a bard/davol composix kugel hernia patch (device #1) and a non bard/davol ¿prolene¿ mesh. About 9 years later the patient developed an abd wall abscess and cellulitis. In (B)(6) 2012 the patient underwent an incision and drainage procedure of the abd wall abscess. On (B)(6) 2013: the patient underwent incision and drainage of abd wall abscess with debridement of abd wall, removal of infected prosthetic mesh, small bowel resection with primary anastomosis, repair of abd wall hernia with implant of a non bard/davol ¿vicryl¿ mesh. On (B)(6) 2013: the patient was diagnosed with a recurrent incisional ventral hernia repair with implant of a bard/davol phasix mesh (device #2), explant of the non bard/davol ¿vicryl¿ mesh, bilat myocutaneous flaps utilizing separation components procedure, small bowel resection and extensive lysis of adhesions. Per the operative report details, ¿we then were able to close the midline with looped pds and then place a 25 x 30 cm phasix mesh.¿ between (B)(6) 2013 the patient was hospitalized for sepsis shock and an abd wound infection with (B)(6) bacteria. Patient was treated medically and discharged home with healthcare services. Between (B)(6) 2013 the patient was found hypotensive and was transferred to another hospital for septic shock management. Between (B)(6) 2014 the patient was hospitalized for a left carotid subclavian bypass.